Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) ICD lead, extraction indication unknown. A right atrial (ra) lead was present within the patient as well, but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. The physician chose a spectranetics 14f glidelight laser sheath to extract the lead. During use, the patient's blood pressure dropped. Rescue efforts began immediately, including a rescue balloon, pericardiocentesis and sternotomy. There was severe blood loss and a right atrial appendage perforation was discovered. The team believed that while lasing, because there was lead on lead binding, the glidelight device lurched forward, causing the perforation. The patient initially survived the procedure. However the following night, the decision was made to withdraw life support. The patient did not survive. This report captures the 14f glidelight device in use when the right atrial appendage perforation occurred, requiring intervention, resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient's date of birth unk. Patient's weight unk. Relevant tests/laboratory data unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be performed. Device manufacture date unk because lot number unk.